Event description:
Customer reports via phone that a male from the ER having a CT of the abd/pelvis with contrast for trauma. IV access in the right ac with a 22ga angiocath. Injection of optiray 320, 50ml prefilled syringe, protocol was 1.2ml/sec for 50ml volume. Customer states that IV flushed prior to injection with no difficulty. When injection started, the contrast, 50ml infiltrated into the arm. Patient did not complain of any pain in the arm. Swelling noted and warm compress applied, pt returned to ER. Patient was later brought back to the CT dept for the CT scan which was performed successfully. Customer checked on pt, the next day and the swelling had reduced. No further adverse event was noted, pt doing fine.

Manufacturer narrative:
Verified flow rate and pressure limit accuracy according to the installation and service manual. All within specifications. Cleared unit for full service.